Event description:
It was reported that "dr. (B)(6) used a 10mm reamer distractor with a reliance lite t-handle in a very tight disc space. As he turned the handle, it broke."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.